Event description:
The customer reported being hospitalized for high blood glucose of 417 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump started alarming no delivery in the middle of the night, but he did not change the infusion set. The paramedics were called and the customer was taken to the hosp. The customer stated that he changes the infusion set every three days. The time, date, and the programming on the insulin pump were correct. The alarm history revealed several no delivery alarms. Ran a fixed prime test and the insulin exited. No further testing was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.